Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support (cts), the customer reloaded the cartridge and the issue was resolved.